Event description:
Patient underwent index procedure due to acute coronary syndrome and positive stress test. One endeavor drug-eluting stent deployed to the vein graft to the first diagonal branch. Post-procedure residual stenosis was 0% diameter stenosis with timi iii flow. Patient began clopidogrel 75mg dosing 3 days before index procedure and aspirin 325mg dosing on day of index procedure. Patient did not receive a peri-procedural loading dose of thienopyridine during index procedure. Patient was discharged the day following the index procedure. Approximately 3 months after index procedure, patient was admitted to hospital with shortness of breath, hypoxia, edema and respiratory distress. Patient was diagnosed with ischemic cardiomyopathy with chf and treated with lasix 40mg qd, lisinopril 20mg qd, coumadin 5.0mg qd, acebutolol 200mg qd, albuterol 2.5mg qid and zarolyn 5.0mg qd. Patient was also diagnosed with new onset atrial fibrillation and treated with coumadin 5.0mg qd, acebutolol 200mg qd and lovenox 70mg bid. A number of days after this the patient was diagnosed with pancytopenia secondary to renal hematoma, hematoma was identified on CT scan and ultrasound, patient was transfused with prbcs and platelets. In the opinion of the investigator these events were severe in intensity, possibly related to the study drug, not related to the study device and unlikely related to the study procedure. Patient remained hospitalized and expired approximately one month later.

Manufacturer narrative:
(B)(4): results - death, hematoma, arrhythmia.